Event description:
Pt was undergoing angiogram of lower extremity and angioplasty with stenting. An everflex stent was deployed. A balloon evercross 5 mm x 200 mm was then inflated multiple times for postdilation. On retrieval of the balloon it was realized that the balloon had ruptured and had retained in the right superficial femoral artery. Attempts to retrieve/snare the balloon were unsuccessful, and a stent was then deployed in the right sfa to sidewall the retained balloon against the luminal wall. Pt stable with pulses present with dopler.